Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the pulse generator implant procedure, a surface electrocardiogram revealed loss of output after the lead was connected to the pulse generator. A setscrew anomaly was observed. The device was removed and replaced successfully.